Event description:
The staff was transferring a patient with a floor lift and a loop sling. While raising the patient, the sling detached from the spreader bar, allowing the patient to fall. The patient was hospitalized and was observed for twenty four hours due to said injuries. The nature of injury is unknown. No other details about possible treatment given was released.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh ((B)(4)) on behalf of the manufacturer arjohuntleigh (B)(4). A complete investigation was performed by the manufacturer. There is a trend of (B)(4) event, on average, a year. The occurrence rate appears to be very low when compared to the number of transfers performed on a daily basis and then number of similar types of spreader bars in the worldwide market. No relevant information was found when reviewing the manufacturing process and the history of the product. An on-site inspection was performed by an arjohuntleigh representative. The floor lift was found to have scuffs and scratches on chassis and legs, but a functional test revealed adequate functioning. The sling was also found in fair condition. The spreader bar had a safety latch missing. The weight of the patient was not released and the only information about the fall was that the patient was leaning to the left. It is unknown if the patient was sitting or lying down at the beginning of the transfer. The information reported does not allow concluding on how many and/or which of the four attachments detached from the spreader bar. According to the event description, the sling detached during the raising of the patient. The spreader bar has a hook design, and all four straps of the sling are expected to be under tension during the raising of the patient. Therefore, the strap cannot detach off of the spreader bar during the raising unless the strap was not properly installed when the raising began, which could be explained by one of the two following hypotheses: somehow a sling strap detached off of the hook of the spreader bar during the application of the sling. The strap was not properly attached to the spreader bar to begin with. Since one of the safety latches was missing, this created the possibility that the strap of the sling could slide out and fall off of the spreader bar, before any tension is applied to it. Based on the information gathered, the first hypothesis is considered to be the most plausible regarding the sequence of event, even though it cannot be assessed with certainty. In this specific case, for a sling strap popping out of the hook of the spreader bar, two conditions must be met. First, the safety latch was missing and second, the caregiver did not examine if the straps were properly attached to the spreader bar before and during the commencement of the lift. The reason why the safety latch was missing when the incident occurred is undetermined. This component is made of a bent metal rod, and was not found at the facility after the event. Therefore, it could not be assessed if it broke, or opened and fell out of it's hole. However, as per labeling, the normal use of the floor lifts should prevent a missing safety latch to result in a patient fall. The instructions for use of the ergolift (001.06100 rev 2) includes the following verifications: "caution: before lifting the patient, make sure all the straps are attached to the carry bar." This safety check is required after the straps are attached to the spreader bar and before the patient is lifted up. "Inspect the lift for missing hardware or broken pieces before every use." This maintenance inspection check is required to ensure no damages have occurred during the previous patient transfers. It is considered that the missing safety latch and the lack of examination by the caregiver of the straps being properly attached to the spreader bar when the lifting began are two elements which are related to a lack of knowledge on the device labeling. This is usually attributed to a lack of training. Manufacturing strongly recommends that the facility staff involved with lifting devices and lifting components be retrained against the product labeling, paying special attention to the correct lifting procedures and sling attachment checks. This training should also be recorded.